Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. Retained device was tested and found to be within specification.

Event description:
It was reported that a patient experienced an allergic reaction after the use of chromaclone color change impression material. The symptoms reported include a rash from his stomach to neck, a sore neck and jaw, warm around the mouth, and shortness of breath. The patient took benadryl for relief.